Event description:
It was reported that during a da vinci-assisted surgical procedure, error 316 occurred repeatedly. The customer verified that the blue fiber cables were connected correctly and to perform a power cycle. The reported error reoccurred during power up. Tse recommended powering off and disconnecting the suspected surgeon side console (ssc). The system powered on without errors. Tse determined a possible fiber connection issue or fiber transceiver issue. Tse reviewed the system logs which indicated an unexpected node was connected. Tse noted that the possibility of the sim being accidently connected. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse investigation confirmed the error fault and performed a part replacement on the suspect surgeon side console (ssc). The system was verified and ready to use.

Manufacturer narrative:
The probable root cause may be attributed to intermittent signal degradation or incorrect node registration caused by a faulty fiber transceiver and/or contamination on the fiber ports or cable ends, leading to repeated system errors during initialization. It can be resolved by replacing the fiber transceiver and receiver cables and power cycling the system.